Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined as the instrument was discarded by the site and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The vse logs were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were observed: there were no errors in the logs that could have caused the insufficient seal or post-operative bleeding. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted whipple procedure, the patient underwent two emergency laparotomy procedures to control bleeding from the ipda and the pancreatica magna artery. The patient loss 4 l of blood and was admitted to the ICU for 4 days. The surgeon believes the vse instrument did not adequately seal the vessels during the initial robotic surgical procedure. However, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that after a da vinci-assisted whipple procedure, the patient underwent an emergency laparotomy in the evening due to bleeding. The bleeding arose from the inferior pancreaticoduodenal artery (ipda), a branch of the superior mesenteric artery (sma). On re-exploration, the surgeon saw the ipda with a diameter of 2mm "open." According to the surgeon, a vessel sealer extend (vse) instrument was used to seal and transect the artery in the primary procedure. The surgeon clipped and oversewed the bleeding artery with prolene and the bleeding stopped. Approximately 6 hours later, the patient had hemodynamic instability again and underwent a second emergency laparotomy procedure. Bleeding was seen from a branch of the hepatic artery (small branch to the pancreas with diameter of 2 mm). The bleeding artery was sutured and clipped. A total of 4 liters of blood was lost due to the re-bleeding. The patient was admitted to the ICU. The surgeon believes that the vse instrument had not adequately sealed the vessels. The vse instrument was discarded after the procedure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there were no errors seen when the vessels were sealed with the vse instrument. The seal complete tones were received, and only tissue that was fully sealed was cut. The hepatic artery branch was identified as the pancreatica magna. During the sealing of the ipda and pancreatica magna artery, the target tissue was not under tension, the size of the vessels were not greater than 7 mm, there were no evidence of calcification, and the tissue was not previously exposed to chemotherapy and radiation. The jaws of the vse instrument were not into contact with any hard objects, not immersed in liquids as well as not contaminated by carbonized material. The patient bled from the ipda about 6 hours after the primary procedure and the re-operation procedure lasted 131 minutes. Twelve hours after the primary procedure, the patient was found to have bled from the pancreatica magna vessel and the patient underwent another re-operation which lasted for 91 minutes. There were no relevant medical conditions/anatomical conditions that contributed to the bleeding. The patient was admitted to the ICU for 4 days which was unplanned. No photographic images/video are available to isi for review.